Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was due to customer not having a current continuous glucose monitoring session. The customer's mother provided assistance and the customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.